Manufacturer narrative:
Device evaluated. Unit was connected to camino monitors and unit failed on both. Complaint confirmed.

Manufacturer narrative:
Reference (B)(4). DHR review finds no anomalies. Additional information will be provided if product returns.

Event description:
Output value did not register during reconnection after transfer of patient.